Event description:
It was reported that a system configuration required was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and system failure configuration required was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Device was interrupted during the cloning process which is causing device to loose it's standard configuration 1a12; which correlates to user error. Service downloaded the standard configuration 1a12 back into device. Performed pm maintenance and all functional testing.